Event description:
It was reported that the patient was symptomatic. Further information was requested however, was not provided.

Event description:
New information noted that the implantable cardioverter defibrillator exhibited supra ventricular tachycardia. No further information was provided.